Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was explanted due to asymmetric vaulting. A different model lens was then used as a replacement. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic has been cut or torn into two pieces. Both haptic plates with haptic arms have been torn off and were not returned. The delivery device was not returned. The cause of the damage could not be determined. Functional and dimensional measurements could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.